Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: 7071472/7071474.

Event description:
It was reported that the patient underwent an explant procedure due to inadequate stimulation. All explanted device components will not be returned as they were kept by the facility.